Event description:
Physician and special procedure tech utilized a predator for procedure. (B)(4) who is the company rep was also present. The problem occurred after use when trying to remove device. The distal end of the predator would not enter the 6f raabe sheath. Several attempts were made to remove it. The dr attempted to work it back and forth. The tech had to hold the sheath in place while attempts to remove it were made. After several attempts, the device was removed along with the viper wire as they were stuck together. We examined the device and wire with the company rep. We could not separate the device from the wire. This equipment was given to the rep for further investigation. Due to this complication, the pt needed 2 additional procedures and has reduced blood flow to extremity.